Manufacturer narrative:
Fse was able to confirm the error by reviewing the printouts saved by the customer. The fse was able to reproduce the error by testing with patient samples and qc samples. The sample arm assembly was replaced and aligned. The fse also replaced the 2-way valve and pressure sensor as a precautionary measure. The instrument was validated by completing a daily check, qc and precision; all were within specifications. The fse ran additional samples which resulted in no errors. No further action required by field service. The aia-360 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 19may2018 through aware date (B)(6) 2019 there were no other similar complaints identified during the review period. The aia-360 operator's manual under section 7-1: list of error messages states the following: 2011 - air detected [sample] description: there is no contact with the liquid surface after sample suction. Troubleshooting: contact the service department. Progesterone st aia-pack prog analyte application manual - specimen collection and handling, states the following: serum or heparinized plasma is required for the assay. Edta and citrated plasma should not be used. When using serum, a venous blood sample is collected aseptically without additives. Store at 18-25 °c until a clot has formed (usually 15-45 minutes), then centrifuge to obtain the serum specimen for assay. When using heparinized plasma, a venous blood sample is collected aseptically with designated additive. Centrifuge and separate plasma from the packed cells as soon as possible. Inadequate centrifugation or the presence of fibrin or particulate matter in the sample may cause an erroneous result. Samples containing inhibitors of alkaline phosphatase may cause erroneous results. Inspect all samples for air bubbles and foaming. Remove any air bubbles prior to assay. The probable cause of the reported issue has not yet been determined; device evaluation currently in-process.

Event description:
The customer stated that results for one patient sample during an ivf cycle, were reported as prog ii - 0.16 ng/ml and lh - 0.2 mlu/ml on the aia-360 instrument. The specimen result was lower than what was expected but not repeated. The result was reported out to the physician who decided that the patient needed to be re-triggered. When the doctor went to retrieve the eggs, the eggs were too mature. The patient specimen was repeated and the prog ii - results was 5.17 ng/ml and the lh results were 13.9 mlu/ml. The repeated results were closer to what was expected. The customer called to find out why the difference between the two results. The technical support specialist (tss) discussed the specimen collection and handling found in the prog analyte application manual. The customer stated that the specimen was drawn in a serum-separated tube (sst). The lab lets the sample clot for 5-10 min and spins for 10 min. Once the specimen is tested, the sample is stored in the freezer in the same sst tube it was drawn in. Due to the possibility that the clotting time was not adequate or inadequate spinning there may have been fibrin present in the specimen sample, which may cause an erroneous result. The customer ran a precision study with an acceptable result for coefficient of variation of 3.3% (cv%) but obtained error message "2011 air detected (sample)". Regarding error message 2011 air detected (sample)", the tss was told that the patient sample was transferred into a sample cup by a transfer pippete and there were no air bubbles. The doctor did not want any blood redrawn or retested and is requesting that the field service engineer (fse) evaluate the instrument and the cause of the error message 2011 (air detected [sample]). The tss followed up with the customer regarding quality control (qc) results. The lab director reported that the qc results before and after the date of testing were acceptable (+/- 0-2 sd). Other samples in the same run were acceptable and expected based on the patient's clinical history. This patient had previous prog ii/lh results which were reported and expected based on the patient's clinical history. The customer uses bd sst tubes, spins and test in the same tube. The specimen after testing is frozen in the original sst tube. The tss advised the lab director that the serum should not sit in the sst tube for longer than 2 hours. If the serum has been in contact with the gel for longer than 2 hours, it may produce erroneous results. There was no indication of patient intervention or adverse health consequences due to the discrepant results.

Manufacturer narrative:
Pressure sensor (part# 023252), sampler assembly (part# 023226), and pressure sensor (part# 023252) were returned to tosoh instrument service center for investigation. Functional testing determined the reported issue could not be duplicated the probable cause of the reported issue could not be determined as the error could not be duplicated per the device evaluation.